Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stock at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the pd rear panel is defective and it was replaced by a new one and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system down and system stop at 0. Upon some technical test fse found actual cause was found to be issue with power distribution. Fse replaced power distribution at m cabinet. After replacing the power distribution, the system returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.